Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'fails the flow rate by more than 5%' could not be reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow rates by more than 5% during testing at the labor and delivery department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.